Manufacturer narrative:
(B)(4). A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed in which there were no alarms or problem that occurred. The valve actuation and system air leak tests passed. The patient sensor calibration check passed. The load cell value and verification were within tolerance. There were no internal inspection discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient contact that, in cycle 1 of treatment, the patient filled with 2700 ml of fluid and drained out 5035 ml of fluid. A 5035 ml is 186% of the patient's prescribed fill volume. Therefore, a reportable malfunction has occurred. The patient's peritoneal dialysis nurse later reported during a follow up call that the patient experienced a fullness sensation, but was asymptomatic otherwise. The nurse reported that the patient continues peritoneal dialysis treatments with no further issues.